Event description:
Cross action brush head fell off of handle - oral-b [device breakage] case narrative: consumer via phone stated that the oral-b cross action toothbrush head fell off of the oral-b pro 7000 toothbrush handle. No injury was reported. 17-apr-2024 follow up via phone: the consumer was a male. No injury was reported. 23-apr-2024 follow up via digital safety assessment survey: the consumer was 55-years-old. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return